Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported damage was observed. Additional observation: iol was returned adhered to an adhesive tape. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic tip is broken/torn and is returned adhered to an adhesive tape. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "faulty". The returned iol shows evidence of possible handling by the customer due to the presence of a significant amount of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a faulty intraocular lens (iol). Additional information has been requested.